Manufacturer narrative:
Insulin pump was received with no up button response due to slightly unlocked printed circuit board. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, broken belt clip rails, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. There was breakage at the clip. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.